Manufacturer narrative:
(B)(4). The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional implanted mitraclip is being filed under separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ and challenging leaflet anatomy. Imaging was difficult. The first xtr clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. The second nt cds (80521u185) was advanced to the mitral valve. It was noted that steering and grasping was difficult, as there was an aorta-hugger even with a complete turn of the plus knob. The leaflets were grasped and the clip was deployed; however, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A third ntr cds (80405u115) was advanced to stabilize the slda. The leaflets and some of the slda were grasped, and the clip was deployed. The clips appeared to be stable, but it was suspected that the third clip may have detached from one leaflet; however, this could not be confirmed. An occluder device was placed between the first and second clips, reducing the mr to 1+, with a good result. In the physicans opinion, the slda was due to the friable leaflet tissue and poor visualization. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. All available information was investigated and the reported difficult leaflet grasping and difficulty positioning appear to be due to a combination of the patients friable leaflets, mitral annular calcification and the user technique/procedural circumstances of suboptimal transseptal puncture and the occurrence of an aorta hugger. The reported single leaflet device attachment (slda) is due to a combination of the patients friable leaflets, mitral annular calcification and procedural circumstances of difficulty visualizing the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.